Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 400 mg/dl. The customer was experiencing weakness, severe nausea, extreme thirst, frequent urination, and was not able to concentrate. The customer was treated for their blood glucose with syringes. The customer stated that their insulin pump supplies were stolen from their car. The customer was unable to treat their blood glucose close levels due to not having their supplies. The customer did not troubleshoot and did not send the product back for analysis.